Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator's touchscreen is freezing while in use by a patient. The patient was switched to a different ventilator and there was no harm done.

Manufacturer narrative:
Results of investigation: the suspect device was returned to carefusion's failure analysis laboratory where an investigation isolated the reported issue to the printed circuit board assembly (pcba) control board. The root cause could not be determined and the suspect component is going to be sent to the supplier for further investigation.